Manufacturer narrative:
Please note this date is based off of the articles publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Section d information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Moens, m., petit, f., goudman, l., de smedt, a., marien, p., ickmans, k., brouns, r. Twiddler's syndrome and neuromodulation-devices: a troubled marriage. Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12489 summary: the occurrence of twiddlers syndrome in subjects with neurostimulator devices is poorly understood and might be influenced by age, sex, bmi, use of medication or psychologic disorders. Reported events: it was reported a (B)(6) year old female patient who was abdominally implanted with an implantable neurostimulator (ins) for spinal cord stimulation (scs) was diagnosed with twiddlers syndrome. It was noted the patient had an anxiety disorder and a body mass index of (B)(6). The patient reportedly experienced the urge to touch and turn the ins. The patient experienced a sudden loss of ins induced paresthesia and recurrence of pain after a period of well-being following implantation of the neuromodulation device. It was stated that the clinical manifestation of twiddlers syndrome involved severe symptoms with a predominant presentation as a sudden onset of severe pain. As a result, the patient underwent surgical revision and replacement of the electrode/extensions which was followed by psychological education and support to avoid recurrence of twiddlers syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.